Manufacturer narrative:
H.6. Investigation: a complaint of tubing being cut and leaking was received from the customer. One used sample returned for investigation. Through visual inspection the customer complaint was confirmed. Two pinches were seen on the tubing between the pumping segment and the roller clamp. Tubing was not fully cut through. A device history record review for model 2420-0500 lot number 21013327 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the manufacturing site. The possible root causes for this defect include sharps or dents in the manual cutter, the razor falling of the manual cutter, or the guides on the cutter damaging the tubing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21013327 regarding item 2420-0500.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective tubing, and leakage. The following information was provided by the initial reporter: I was starting to prepare IV lines for chemotherapy appointments for the morning. I noted a large amount of liquid at my feet after priming some tubing. Upon examining the tubing I realized that there was a hole in the tubing allowing the sterile saline to drip out. This could of resulted in a massive chemo spill. The hole in the tubing was below the roller clamp on the tubing line. Who was affected? -no person affected unexpected or prolonged care? -no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective tubing, and leakage. The following information was provided by the initial reporter: I was starting to prepare IV lines for chemotherapy appointments for the morning. I noted a large amount of liquid at my feet after priming some tubing. Upon examining the tubing I realized that there was a hole in the tubing allowing the sterile saline to drip out. This could of resulted in a massive chemo spill. The hole in the tubing was below the roller clamp on the tubing line. Who was affected? -no person affected. Unexpected or prolonged care? -no.